Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities noted. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had a high lead impedance readings and that x-rays showed one lead pin was disconnected from the generator header. Manufacturer review of the x-rays verified both lead pins were fully inserted and no lead discontinuities were identified. Attempts to the reporter for additional info are in progress.